Event description:
It was reported that the metal electrode fell off during a standard knee scope. The metal tip was removed safely and another probe was on hand to complete the case. There was no significant delay and no patient injuries reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows extensive electrode/screen wear with scratch/scuff marks on the spacer and cap. The screen is completely detached. The cable and the suction line are cut. There is a chunk of ceramic missing on the top of the spacer. There are no manufacturing abnormalities visually observed with the returned wand.functional evaluation cannot be performed due to a cut cable and a cut suction line. The complaint was verified and the root cause was determined to be associated with the worn screens. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event includes: (1) the devices may have come into contact with a hard surface such as bone or another piece of equipment which could have caused damaged to the tip, (2) using a set point higher than default settings may increase the wear of the screen/electrodes factored with technique such as amount of pressure and speed in which the wands are passed over tissue. There were no indications that would suggest that the device did not meet product specification upon release into distribution. Additionally, there were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.